Event description:
It was reported that the pta balloon burst when being used to dilate a calcified lesion. Upon retraction, the balloon got stuck in the sheath. The pta device and sheath were removed together as a single unit. Another pta device and sheath was used to complete the procedure without incident. There was no report of pt injury.

Manufacturer narrative:
A mfg review could not be performed as the lot number is unk. The device has not been returned for eval to date. The investigation is currently underway.